Event description:
Bayer medical care was notified of an extravasation that occurred during an enhanced CT scan while a patient was connected to a medrad® stellant CT injection system (sn (B)(6)). An estimated 56 ml of contrast extravasated at the injection site. A cold compress was applied to the affected extremity and an ultrasound examination was performed the following day which confirmed that the issue had resolved.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system, serial number (B)(6), was declined by the customer. The customer discarded the suspect disposables at the time of the incident; however, they were able to provide a lot number for the disposable kit that was in use. Bayer product analysis tested a retained sample from disposable sjs-pt-j kit, lot number 8621072. Functional testing concluded that the retained disposables performed to specification with no problems observed. An offer for additional applications training has been made and declined by the site. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
UDI related data quality updates only. Correction: for UDI data discrepancy/mismatch on previously submitted MDR and to ensure the device identification data is in alignment with gudid.